Manufacturer narrative:
(B)(4). Dexcom labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The patient's mother stated a couple days after the sensor was inserted, the skin under the sensor adhesive patch was itchy and the sensor was removed. The patient's mother indicated she did not take the patient to the doctor right away. On (B)(6) 2018, the patient saw the general practitioner regarding the skin reaction and was prescribed hydrocortisone and eumovate cream to treat the affected area. At the time of contact, the patient was advised to consult with the gp for follow up. No additional patient or event information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.